Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported output circuit damage and reset were confirmed in the laboratory. The device showed an alert for possible output circuit damage on (B)(4) 2011 and two charges were aborted due to this alert. The device image showed that there was an ocd during high voltage therapy delivery and aborted the two charges. It was believed the cause of the device reset was due to the reported external shock.

Event description:
It was reported that during implant, the device went into back up vvi following dft testing. External defibrillation was used. An output circuit damage was also noted. The physician opted to close the pocket. The following morning, low impedance was observed. Both the device and lead were explanted and replaced.